Manufacturer narrative:
Device analysis could not verify the difficulty stated in the complaint. No issues were noted with the profile of the distal end of the device or with inserting the device through the 6f introducer sheath. Initial examination of the returned device noted that a syringe was attached to the t-bar connector. Examination of the outer sheath revealed a circumferential break approximately 171mm distal to the t-bar connector. It was noted that the stent was fully mounted on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This review confirms that the device met all material, assembly, and performance specifications. The most probable root cause for the circumferential break in the outer sheath is handling.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the catheter was unable to cross the lesion. The 90% stenotic lesion was located in the calcified left common iliac artery. Another manufacturer's guide catheter was inserted into the left brachial artery, and another manufacturer's guidewire was successfully crossed to the lesion. The lesion was pre-dilated with a 5x40mm synergy balloon catheter. The 10x49mm wallstent was inserted, but it was unable to cross the lesion. Another manufacturer's stent was unable to successfully cross the lesion. The procedure was completed with this device. No patient injuries or complications were reported. Patient status is listed as "good." This complaint is now reportable per the investigation completed on 8/31/2007. A circumferential shaft break was noted during device analysis.